Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. The patient with an implantable cardioverter defibrillator (ICD) and this endotak lead was experiencing 'spurious shocks'. The physician performed an invasive procedure and found the lead was fractured. The lead was replaced with a new endotak lead. Implanted-02/16/96. Out of service-08/30/96. Implant months-6.